Event description:
It was reported that the device had a bubbled downstream occlusion (dso) seal. The customer returned the product for the bubbled dso seal, and during physical inspection it was found that the dso seal was peeled, and the upstream occlusion (uso) seal was delaminated. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. After investigation the results indicated a reportable malfunction due to the peeled downstream occlusion (dso) seal, and delaminated upstream occlusion (uso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.